Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to the procedural conditions of this mitraclip procedure. The reported patient effect of mitral valve stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) advanced, resistance was felt with the gripper lever when lowering the gripper arms. There was no actual issue with the gripper arms. The clip was successfully implanted and remains stable on both leaflets. An nt clip was implanted, reducing mr to 2. Post procedure it was noted the mean pressure gradient was 6mmhg. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.